Event description:
While the field service engineer (fse) was troubleshooting an unrelated issue, the fse discovered a cleaner reagent leak on the main diluter panel of a coulter lh 500 hematology analyzer. There was no report of injury or biohazard exposure in connection with the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
The fse performed an instrument shutdown and noticed the cleaner fluid leaking from normally closed pinch valve pv37. The fse replaced the cut and leaking tubing, resolving the leak. (B)(4).